Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had two resolute integrity stents implanted during the index procedure. Three days post procedure, the patient began experiencing symptoms including a rash on the leg and then a scab on the foot. The patient has experienced constant itch terribly since then. It was reported that the patient also developed cellulitis and has been hospitalized because of the rash and on prednisone ever since. It is believed that the rash is related to the stent implantation. Patient is still being tested but the symptoms are reducing or being better managed.

Manufacturer narrative:
It was confirmed that the patient was cathed one year later and had no complaints at that time, no mention of rashes or nickel content at the time. The stents were open and it was a successful follow up . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.